Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheters were cracked and crumbling within the packaging.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bard urethral catheter warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Units single use manufacturer use by lot number keep away from sunlight do not use if package is damaged do not resterilize authorized representative in the european community caution, consult accompanying documents consult instructions for use sterilized by irradiation or sterilized by ethylene oxide refer to direct unit label for sterilization method utilized caution: federal (USA) law restricts this device to sale by or on the order of a physician. Bard and bardex are trademarks and/or registered trademarks of c. R. Bard, inc. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations."

Event description:
It was reported that the catheters were cracked and crumbling within the packaging.